Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent dislodged from the balloon. Snaring was attempted but the stent was unable to be retrieved. The physician then deployed another 3.00 x 20mm synergy xd stent and pushed the dislodged stent up against the vessel. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr us 3.00 x 16mm stent delivery system (sds) was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was 0.041 inches. This is within max crimped stent profile measurement. The balloon was reviewed, and it appeared to be in a deflated state with signs of positive pressure being applied to its cones noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent dislodged from the balloon. Snaring was attempted but the stent was unable to be retrieved. The physician then deployed another 3.00 x 20mm synergy xd stent and pushed the dislodged stent up against the vessel. The procedure was completed and no patient complications were reported.